Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had high battery impedance and it was questioned why elective replacement indicator (eri) was not triggered yet. No changes have been made and the device remains in use. The device will be replaced once eri is triggered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- product ID# e2dr01aa the device was returned and analyzed and the analysis of the device memory showed battery depletion.